Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead and associated device displayed pace impedance measurements of greater than 2500 ohms. The impedance was reported to have gradually been increasing. All other lead diagnostics were reported to have been normal. The system remains in service. There were no adverse patient effects reported.